Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: peeling coating of guide wire. It was reported via a user facility medwatch report that the physician was performing a selective right coronary artery angiography with placement of an overlapping drug eluting stent in the right coronary artery, a drug eluting stent and bare metal stent in right ventricular marginal artery, complex percutaneous coronary intervention of distal to proximal right coronary artery including bifurcation technique stenting of right ventricular marginal branch. Following return to the room, the pt became hypotensive and was taken back to the cath lab for emergent pericardiocentesis and right coronary angiography. The pt had successful aspiration thrombectomy of the distal right coronary posterior descending artery. Green string like material found in thrombus following angiography. There were no reported adverse pt sequelae. No add'l info is available. The device is mfg by (B) (4). Medical division; however, (B) (4) distributes the device and is responsible for MDR reporting.

Manufacturer narrative:
(B) (4).